Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer's representative. It was reported that the patient was not getting any pain relief with the system. She was getting 100% pain relief when she met with her hcp for her postop. The patient reported that the system went haywire about a month ago and she could not adjust the strength with her programmer. Patient stated the battery eventually drained down and quit, solving the problem. Patient stated she called technical services and they reset the programmer over the phone but wiped out all her programs. The rep reviewed that did not make sense, as programs are stored on the battery not the programmer. Patient stated that adaptive stimulation went haywire with the system. An impedance test was run and were normal results. The patient came in using group b, which was the same group she was using at post-op and getting 100% relief. The rep reprogrammed, patient is currently using group a 9+10- pw 300 r130, rep reduced pw to 300 because of rib stimulation. Patient stated stimulation felt similar to the way it did at her post-op appointment. Patient was feeling it in her buttocks and bilateral leg to feet. Rep also reset sensor. Issue was resolved at time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, lot/serial#: (B)(4), product type: programmer. Product ID: 97745, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller screen displayed a "software problem" message. The patient said that no actions were taken once this screen showed up and they were recharging the ins when the screen was displayed. It was noted that the controller was connected to the recharger and the controller was using the lithium ion battery pack when the software problem screen occurred. The patient stated the controller was now dead and the charger wouldn't turn on. The patient plugged the controller into the wall and reported the controller was successfully charging. The patient also stated that the stimulation just quit and they thought it was at the point of where it was dying. The patient reported seeing "data lost" screen and to complete system set up. The patient entered in the date on the screen 33 and confirmed they were able to get back to the home screen and make adjustments to their therapy. The patient reported no longer seeing the software problem screen and reported they still had 60% ins battery left. It was reviewed that the programming was not lost and that troubleshooting has resolved the issue. The patient also reported that the stimulation had been maki ng them throw up at night because they haven't been able to make adjustments up or down; after troubleshooting, the patient reported being able to adjust the stimulation so that it was comfortable. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.